Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough evaluation revealed that the device had the elective replacement time (ert) status during the second current bin of the device¿s fifth year and it was confirmed that auto capture was switched on with a suspension voltage of 5 volts (v). As current was in the second bin, this cause would the device to reached ert earlier. Based on the given programmed settings, the device was declared to have normal battery depletion.

Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had only a year remaining and was at elective replacement indicator (eri) status after 3 months. Transtelephonic monitoring (ttm) confirmed device was at elective replacement indicator (eri) status. Ts discussed that device retry at 5 volts (v) may have caused a high output leading to early battery depletion. Health care professional (hcp) was informed on checking output with eri date timestamp. Attempts to obtain additional information from the field representative were unsuccessful. This pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion as a result of high pacing threshold measurements.